Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. This report was originally filed as mfg. Report num. 1119421-2019-00675. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported via a clinical study collecting safety events that following an intraocular lens (iol) implant procedure, a patient developed raised intraocular pressure (iop) which required treatment. The event resolved approximately one month later on (B)(6) 2017.